Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 110 mg/dl. Customer was thirsty and really hot. The blood glucose reading at the time of the event was 480 mg/dl. Diagnosed diabetes ketoacidosis. Customer stated that her heart was beating fast and she couldn't catch her breath. Customer was having problems controlling her blood glucose. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.